Event description:
A report was received that the patient had lost stimulation due to lead migration which confirmed through x-ray. The patient underwent a revision procedure wherein the lead was repositioned. The patient was reportedly doing well postoperatively.